Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis, hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
A patient had to be hospitalized for 8 days due to diabetic ketoacidosis (dka), high blood glucose (bg) levels of up to 42 mmol/l (756 mg/dl), a mild heart attack, and kidney infection (not diagnosed) while wearing the pod between 36 and 48 hours on the arm. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6). At the hospital, the patient was placed on an intravenous (IV) therapy of insulin to stabilize his blood sugars, fluids to flush his kidneys and antibiotics (not specified). The doctor has stopped the patient from using the omnipod system and instead he will treat his diabetes with humalog quick pen and lantis pre loaded pens. The patient was prescribed metoprolol 50 mg - 1 tablet twice a day to control his heart rate, rosuvastatin increased from 10 mg to 40 mg for colesterol, ramitril reduced from 10 mg to 2.5 mg to prevent him from having another heart attack, clopidogrel 75 mg (blood thinner) 1 a day, furosemide 40 mg 2 per day to reduce water, prednisone 5 mg reduce to 4 mg - 3 a day for 7 days, working its way down until finished medication by november 6th.